Event description:
The intralase fs laser was used for a procedure on (B) (6) 2010. The pt's preoperative best corrected vision was 20/20 in the left eye with -5.25 + 0.50 x 90 refraction. The second day post-op, (B) (6) 2010, she was reported to have some diffuse lamellar keratitis (dlk), which was treated with omnipred. She was then seen on (B) (6) 2010 and her visual acuity was 20/40 with difficulty, she refracted -0.75 and the exam showed micro striae. On (B) (6) 2010, she had an enhancement and her post-op visit the next day showed a normal exam; cornea clear, no striae, and visual acuity of 20/25 +1. The pt felt her vision was improving.

Manufacturer narrative:
(B) (4): striae. Device evaluated by MFR. The site was not certain that the intralase energy caused the corneal edema because they stated that the flap lift was very easy. The clinical development mgr suggested they reduce the raster energy and side cut energy. Since the new settings, the site reported that they are working well and there have been no further problems. No add'l eval of the system is required.